Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the drive support cap was missing. The drive support cap was protruded. The customer reverted to their old insulin pump. Customer's blood glucose level was 6.4 mmol/l. The device was not returned.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, detached end cap, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. During visual inspection found loose/protruded drive support disk. No unexpected missing support cap noted.